Event description:
It was reported that while changing the infusion set it appears that the right side of the insulin pump has broken off. The customer's blood glucose reading was 3.0mmol/l and was treated with food. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with cracked display window corners. Missing end cap sticker.